Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized with a high blood glucose reading of 220 mg/dl. The customer stated that he changed the infusion set the night prior to the hospitalization and woke up the next morning with a blood glucose reading of 339 mg/dl. The customer treated by bolusing, but his blood glucose levels remained high. The customer did not change the infusion set after experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.